Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, customer was not able to get in front of the unit, tac showed customer on a second unit where the light control cable was. Customer will reseat it to try and fix the issue. Tac provided customer with the ticket number for follow up. To date, there was no follow up received with the customer. Follow ups were made and no response received from the customer. It is likely that the customer resolved the reported issue as no response or follow up call received regarding the status of the issue reported. The subject device was also not returned for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device brightness was not auto adjusting. The issue occurred during an unknown event. There was no patient involvement associated with this reported event. No user injury reported.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause cannot be conclusively identified. Based on the results of the investigation and information gathered, the phenomenon was caused by brightness adjustment not working. No respond was made after the advice on re-plugging the light source cable; the problem was surmised to be solved. The cause was surmised that the cable was defective, or not properly connected therefore the malfunction of the subject device was excluded. Failure in connection of light source cable interfered the light control signal transmission between the video processor and the light source device; this could disable the brightness adjustment. Feedback to the user : properly and securely connect all cables. If the cable connector has connection screws, tighten up the screw olympus will continue to monitor complaints for this device.